Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an alert that the battery died in the insulin pump. The customer put the battery in and got the message that the battery was not compatible. Troubleshooting was performed. It was found that the battery was in the correct way. The customer had two batteries, one was new and one was the previous one. She had mixed them up. She tried one battery and received a battery failed test. She was advised that it was the depleted battery from before. The customer stated that she had just given herself a bolus. The customer will call back after changing the battery and if the issue continues. Troubleshooting was not completed because the customer disconnected from the line. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.